Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "exchange from textured to smooth implants due to the patients concern with the product," "pain and discomfort" and "rupture" confirmed via MRI. Record is for left side. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "exchange from textured to smooth implants due to the patients concern with the product," "pain and discomfort" and "rupture" confirmed via MRI. Record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "exchange from textured to smooth implants due to the patients concern with the product," "pain and discomfort" and "rupture" confirmed via MRI. Patient later reported "significant pain." Healthcare professional later reported "rupture" confirmed via MRI and "implant removal from textured to smooth due to the concerns of the product." Record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - rupture: observed an opening assessed as fold flaw opening. - pain: unable to observe as it is not related to the manufacturing process. - anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "exchange from textured to smooth implants due to the patients concern with the product," "pain and discomfort" and "rupture" confirmed via MRI. Record is for left side. Device remains implanted.